Event description:
This device is reported to have switched to a partial back-up mode and to have lost data during exposure to MRI. There are no adverse events reported for this pt. The actual event occurred in (B)(6) 2011, but the exact day is unk.